Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4). Description: st linear lead, 50cm, model # sc-8216-50, serial # (B)(4), description: artisan 16 contact surgical paddle lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient fell on his ipg and it caused a pocket of fluid to form underneath the ipg. Apparently that fluid turned into an infection. The patient also had infections on other places on his body. When ipg was finally removed the infection had spread and went septic into his blood stream. They tried aggressively to fight the infection and it had gone into his lungs. Patient was on really high doses of antibiotics. Ipg was implanted on right hip.

Event description:
A report was received that the patient underwent an explant procedure due to an infection around the ipg site. The patient was given intravenous antibiotics. The patient died as a result of the infection. The physician does not believe that the infection and death were device or procedure related, but was caused by the patient's pre-existing conditions.

Event description:
A report was received that the patient underwent an explant procedure due to an infection around the ipg site. The patient was given intravenous antibiotics. The patient died as a result of the infection. The physician does not believe that the infection and death were device or procedure related, but was caused by the patient's pre-existing conditions.